Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a surgery, the two (2) cable locks would no longer lock or tension the cable properly. This occurred intra op but surgery was completed successfully with no delays or patient issues. No further information is available. This report is for one (1) ø1.7mm cable lock for pistol grip cable tensioner. This is report 1 of 2 for complaint (B)(4).